Event description:
Customer reported the insulin pump was alarming button error alarm. Customer's blood glucose level was 210 mg/dl. Customer stated the alarm occurred while she was walking and had on suspended. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump received with intermittent button response and alarmed button error due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked display window corner, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.